Event description:
Upon disconnecting walkmed continuous infusion tubing from b braun ultrasite valve luer connector, noted that walkmed connector broken with end of b braun connector lodged in the valve. No chemotherapy leakage noted.